Event description:
According to the available information, the device was explanted and replaced due to possible extrusion [erosion]. The implant on the left side folded on to itself and would not straighten out.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the device was explanted and replaced due to possible extrusion [erosion]. The implant on the left side folded on to itself and would not straighten out.

Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of extrusion, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.